Event description:
The customer contacted beckman coulter, inc (bec) to report that an erroneous immunoglobulin a (iga) result was generated on their unicel dxc 800 pro synchron chemistry analyzer. The customer reported that the erroneous result was reported outside of the laboratory. The ordering physician questioned the result. There was no impact to pt treatment associated with this event. The customer reported that quality control (qc) results were within the laboratory's established ranges prior to the event. The customer reassayed the pt sample on another analyzer in the laboratory. A higher expected result was obtained.

Manufacturer narrative:
No other tests performed on the pt sample were found to be discrepant. A field service engineer (fse) was dispatched to the customer's site. The fse replaced the sample syringe and realigned the side probes and mixers. The sample collar wash and reagent probe collar wash were replaced. The reportable range was modified to match the printable range. The customer performed linearity studies which passed. All repairs were verified per established procedures. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.